Manufacturer narrative:
Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected insulin flow blocked alarms noted. Device received with the audio alert functioning properly. No audio alert anomaly noted. No pump error 63 alarm noted during testing or listed in device history. Device received with scratched case, pillowing keypad overlay and cracked case corner of the belt clip rails near the battery compartment. The p-cap does lock properly. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a audio anomaly. Customer stated that reservoir alarm was not working. Customer also reported insulin flow block alarm, crack on battery compartment. Customer stated insulin pump was neither dropped or bumped. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.